Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a minimum fill notification occurred and the insulin gauge was inaccurate. Additionally, it was reported that an occlusion alarm occurred. Customer¿s blood glucose ranged from 100-300 mg/dl. Reportedly, the customer reloaded the cartridge and continued insulin therapy.